Manufacturer narrative:
This report is filed on november 14, 2016. Registration number 3009092818 and exemption number e2016011. - attachment: [61305-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on october 28, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6), 2016. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 28, 2016. H3 other text: device not yet received by manufacturer.

Manufacturer narrative:
This report is submitted on october 17, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011 h3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient was treated with IV, oral and topical antibiotics (date and duration not reported). The implanted device remains at this time. However, explantation of the device is planned but has not taken place at the time of this report, (B)(6) 2016.